Event description:
The jetstream catheter was used to treat a calcified 85% stenosis in the distal popliteal artery. The physician made two passes in the minimum and maximum diameter configuration. Angiographic images were not taken between passes; however, a post treatment shot revealed a perforation. A stent was used to cover the area and the patient was fine. No distal emboli were observed and the patient maintained the single vessel run-off he had prior to treatment. The complaint report notes the devices was functioning properly.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.